Event description:
During review of programming history it was seen that the patient came into an appointment and unexpected settings. Review of programming history shows that there was a generator diagnostics that was performed at the prior appointment. At the completion of generator diagnostics the patient is programmed to settings of output current 0 ma, frequency 30 hz, pulse width 500 usec, on time 30 sec and off time 5 minutes. There was not final interrogation and the patient settings were not correct prior to the patient leaving the appointment.

Manufacturer narrative:
Analysis of programming history.